Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had gone into disconnected mode; after reseating both ends of the network cable, the station reconnected. Upon inspection, the cable was found to have a worn spot caused by the station wheels. The network cable was replaced, and the station connection was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The pyxis was not connecting to the bus and automatically went into override mode, but no patient information was able to transfer to the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.